Event description:
It was reported that the ventilator was not working properly. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
An out of box failure was reported concerning a newly purchased pressure transducer. The returned pressure transducer was installed in a reference machine for simulated use testing, the reported issue was reproduced during our tests. When performing a system pre-use check, a dialog window appears on the screen during the pressure transducer test saying: "pressure transducer difference> 5 cmh2o". According to the test log the insp zero pressure and exp zero pressure differ too much. The reported issue was reproduced, the cause to the reported out of box failure could however not be established. An out of box failure will be detected during the installation processes, and during the mandatory pre-use check.